Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a haptic of a 13.2mm, tmicl13.2, -10.00/2.0/087 (sphere/cylinder/axis), implantable collamar lens tore "while removing from vial or while loading, with no patient contact and no patient injury. Back up lens was implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.